Manufacturer narrative:
Analysis of the pump, model# 8637-40, sn (B)(4), found a gear train anomaly. The motor stall was attributed to the shaft-bearing.

Event description:
It was reported a motor stall occurred with no documented recovery. Examination of the pump logs indicated 5 motor stalls and 4 recoveries. The first motor stall occurred on (B)(6) 2015 (at 10:56, tube set occurred (B)(6) 2015 at 10:56, and the motor stall recovered on (B)(6) 2015 at 05:13). The second motor stall occurred on (B)(6) 2015 (at 02:33, tube set occurred on (B)(6) 2015 at 02:33, and the motor stall recovery occurred on (B)(6) 2015 at 00:20). The third motor stall occurred on (B)(6) 2015 (at 08:56, tube set occurred on (B)(6) 2015 at 08:56, and the motor stall recovery occurred on (B)(6) 2015 at 04:01). The fourth motor stall occurred on (B)(6) 2015 (at 10:05 and the motor stall recovered on (B)(6) 2015 at 18:52). The fifth motor stall occurred on (B)(6) 2015 and did not recover. The patient experienced less than 50% therapy relief, flu-like symptoms, sweating, and vomiting. The pump was replaced. Per provided pump logs, the catheter was also replaced (total catheter volume of the previous catheter was 0.229ml and the total catheter volume of the replacement catheter was 0.251ml). The patient's status at the time of the event was stated to be alive with no injury. The pump was used to deliver dilaudid (hydromorphone), bupivacaine, and clonidine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1997, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.